Manufacturer narrative:
The broken driver was returned to the manufacturer and analyzed. Production records were reviewed and no manufacturing deficiences were identified that could have contributed to this event.

Event description:
The tip of the anti-backout plate driver used in surgery broke in the anti-backout plate (abp) of the 4web anterior cage. It was reported that the instrument tip was broken when the surgeon was locking the abp. The tip of the instrument was left in the patient since it could not be retrieved. Surgery was completed successfully.